Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with evidence of posterior dislocation. A definitive root cause cannot be determined. The complaint was confirmed based on the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: xl-200150 act artic hd arcom xl 28x44mm 66202344. 110024464 g7 dual mobility liner 44mm f 66227174. 110010266 g7 osseoti multihole 56mm f 66379113. G2: foreign: norway. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head disengaged from the bearing in the patient post operatively. The surgeon is certain full pressure was added and the head was fully inserted in the bearing. The bearing was still in the liner during the revision surgery. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified scratches on the spherical surface were noted from attempted use. Indentations were noted on the circumference at the taper hole opening. No other damage was noted. Measured dimensions were conforming to specifications. Root cause unchanged. This complaint was confirmed based on the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.